Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.9 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 68th complaint for this part number: 38 due to dislocation, ten for stability/poor joint, seven due to infection, five traumas, three for dissociation, two due to pain, one labeling issue, one assembly issue, and one due to a fit issue. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - subsequent to primary surgery, the pt suffered two falls that resulted in dislocations. After the first fall the surgeon performed a closed reduction, and a revision surgery after the second. The surgeon implanted new components to improve stability.